Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A vamf4040c150tj stent graft was implanted above the celiac artery during the endovascular treatment of a 60mm thoracic aortic aneurysm (taa) on and a type ib endoleak involving an unknown stent graft. It was reported that during a follow-up medical consultation 2 years later a ib endoleak was again observed. Intervention was performed the following day and a vamf4040c200tj was placed just above the superior mesenteric artery (sma). However, the endoleak persisted, so an non-medtronic cuff ( excluder) was placed which successfully eliminated the endoleak. Per the physician the cause of the endoleak is undetermined. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Product analysis conclusion: the reported type ib endoleak was confirmed; however, the cause of the event cannot be determined from the single still image provided. Lack of pre-implant CT scans did not allow for assessment of the pre-implant anatomy, and additional post-implant cts- including earlier images-were not available for comparison to assess the stent graft in vivo configuration over time. Analysis of the returned film did not reveal any obvious stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.